Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services consultant performed a disk analysis on the device, and recommended device replacement. The device remains implanted. No adverse patient effects were reported.